Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: "inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegations ¿leakage¿ and ¿broken tip¿. Due to a pinhole on bending section cover, water tightness was lost. Bending tube was damaged. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Image guide bundle had significant breakages. Connecting tube had a dent. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope exhibited leakage and had a broken tip. The device was returned and an evaluation at the repair center revealed, the coating of the image guide tube was peeled off (one millimeter square or more). This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.